Manufacturer narrative:
Foreign source: (B)(6). Study source: investigator initiated trial, "metallic biliary stents in patients diagnosed with malignant, non-resectable strictures of the common bile duct." The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with sedation procedure performed in the common bile duct on (B)(6) 2010. According to the complainant, the patient was enrolled in an investigator initiated trial, "metallic biliary stents in patients diagnosed with malignant, non-resectable strictures of the common bile duct." The indication for the stent placement procedure was alleviation of symptoms from this malignant stricture. On (B)(6) 2010 the patient was admitted to the hospital for observation with jaundice, elevated bilirubin (164) and poor general condition. This was reported as stent failure according to protocol guidelines for reporting of any intervention due to jaundice. No stent malfunction was noted, just the patient symptoms of jaundice and elevated biliribun. This was reported as possibly attributed to a new stricture or progression of the underlying cancer disease. No intervention was performed. On (B)(6) 2010 the patient died, with a reported cause of death by the physician as tumor disease progression. An autopsy was not performed.